Event description:
It was reported that the right atrial (ra) lead had far field oversensing. The device was reprogrammed and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: implantable cardio-verter defibrillator, product ID: d334drg, implanted: (B)(6) 2012. (B)(4).